Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2010, the drain volume was 626ml during cycle 3. No patient injury or medical intervention has been reported in association with this event.

Manufacturer narrative:
(B)(6). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance attempted to contact the nurse on (B)(6) 2011. There was no answer. A detailed message was left to notify the nurse of the event. There was no patient injury or medical intervention reported. No further information is available. Product surveillance advised the nurse to call should she have any questions. Evaluation summary: the product analysis lab evaluated the device. Based on a review of all available therapy log data, the cause of the increased intra-peritoneal volume (iipv) that was found during evaluation was determined to be: insufficient drain - false empty detect / use error, clinician inappropriately set minimum drain volume % setting too low (75%). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).